Event description:
It was reported that, during the implant procedure, the left ventricular (lv) lead could not be inserted properly into this cardiac resynchronization therapy pacemaker (crt-p) because the set screw would not tighten. Troubleshooting was performed including reinsertion. Ultimately, this crt-p was removed, and a new device was used to complete the procedure. No additional adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant procedure, the left ventricular (lv) lead could not be inserted properly into this cardiac resynchronization therapy pacemaker (crt-p) because the set screw would not tighten. Troubleshooting was performed including reinsertion. Ultimately, this crt-p was removed, and a new device was used to complete the procedure. No additional adverse patient effects were reported outside of the prolonged procedure. As of today, this product has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.